Event description:
The patient was undergoing a total hip arthroplasty. During the attempt to remove the trial from the acetablular cup, and while the physician was hammering on the device, the trial inserter came apart and the handle came off. The surgical site was contaminated as a result of this failure.